Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared and the customer planned to resume insulin delivery independently. There was no adverse impact to the customer's blood glucose level.